Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance and low pacing impedance were observed. Externalized conductors were observed via x-ray. The patient received inappropriate shocks. The lead was capped and replaced on (B)(6) 2016. The patient was stable.